Manufacturer narrative:
.

Event description:
Additional information received from the consumer reported that they experienced a loss or change of therapy. The patient's symptoms had gotten worse since the implant. He changed his clothes 3 times on (B)(6) 2015. The patient was at 7.2 volts on program 1 and could feel stimulation. The therapy was on. The patient called his health care professional (hcp) and they told him to change the program. The patient was soaking his clothes a couple times a day. It was also reported that they were on program 1 at 7.2 volts and did not see the lightning bolt, indicating therapy was off. He was walked through how to turn stimulation on/off and it was confirmed that the lightning bolt was on the screen. The patient changed to program 2 at 3.9 volts.

Manufacturer narrative:
(B)(4).

Event description:
The patient reported they had experienced a loss or change of therapy. The interstim was great at night but not during the day. During the day the patient had to change wet clothes 2-3 times a day vs. When he was first implanted he didn't have to change his clothes at all.the patient did not feel stimulation. Therapy was on. Increased amplitude. Regarding does patient feel stimulation in the correct area (i.e. Bike seat), it was noted: yes. The patient initially stated he felt stim sensation after increasing amplitude to 5.2 but then at the end of the call stated the sensation went away. The patient was currently on program 3. This was considered a sudden change in therapy/symptoms. Event date: (B)(6) 2015. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.